Manufacturer narrative:
Additional information received stated the lead was not replaced, only the ins. Event updated to not include the lead in the reported replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the lead was not replaced, only the battery was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and friend/family member. Caller repeated previously reported information regarding the patient having a revision because the previous device hurt them and it was coming to the surface/they could feel the device, so they had it moved. The caller reported they moved it up a little bit and replaced the ins. This was confirmed to be the surgery in (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider reported the patient had a replacement of the ins and lead because they had bariatric surgery and lost a lot of weight. The healthcare provider was just calling to report this. No patient symptoms were reported. No further complications were reported or anticipated.